Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b4, b5, g4, g7, h1, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item: 00598005701, lot: 64020363. Item: 00597206535, lot: 63993999. Item: 00596205010, lot: 63809998. Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was requested however, the hospital will not permit. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00173, 0002648920-2020-00344, 0001822565-2020-02505.

Event description:
It was reported a patient underwent an initial knee arthroplasty approximately two years after the procedure the patient complained of pain and clicking in the knee. Patient was revised due to loose tibia, femoral component and instability. Attempts have been made and no further information has been provided.